Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable; device was discarded before it could be obtained. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia. A spectranetics 12f glidelight laser sheath, among other devices, was in use. While using the glidelight device to extract the rv lead, hemodynamic changes in the patient was noted by the physician. Rescue efforts commenced immediately, including rescue device, CPR and sternotomy. A superior vena cava (svc) tear was discovered. Repair was successful and the patient survived the procedure. It was reported that both leads were removed successfully during the procedure. There was no alleged malfunction of any spectranetics devices during the procedure.